Manufacturer narrative:
There was no fault found with this device. The data obtained from the device confirms that after 10 seconds the device issued a "low battery" warning and shut down. Investigation also confirmed that the pad pak (battery) installed at the time of this event was beyond the use until date labelled on the battery, which was january 2011. This pad pak had been depleted to the point where the battery management system in the device was triggered and the device shut itself down for safety reasons.

Event description:
This device was used in an event involving a (B)(6) male, who made a full recovery following the event. The end user requested confirmation that the device performed as designed during this event.